Event description:
The technician alleged that the head of the stretcher is not staying down. No patient impact

Manufacturer narrative:
The technician replaced the head gas springs to resolve the issue.